Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the modular neck catastrophically failed, breaking into two pieces. During revision surgery surgeon also discovered metallosis (left).